Event description:
Information was received from a trial patient and manufacturer's representative (rep) via a patient regarding an external neurostimulator (ens) for fecal incontinence and non-obstructive urinary retention. It was noted that the patient's trial started on (B)(6) 2024. It was reported that yesterday (B)(6) 2024, their symptoms came back so patient app which showed that ens was off. Yesterday, caller had patient confirm that cable was secure to ens and it was but issue occurred again today with the ens being off. Caller stated that patient didn't see any messages pop-up and app connects to ens without issue. Caller stated patient was younger and seems to be savvy with the app and therefore, doesn't think they are manipulating app or mistakenly turned ens off. The caller was not with the patient. Tss reviewed issue could be with the ens because if it were an issue with the lead, cable, etc. It would be suspected that some sort of error message would appear. Tss reviewed they could replace the ens but patient is two hours away. Tss suggested returning ens at the conclusion of the trial. The patient stated one of their leads have moved and because of this the patient was not getting the stimulation they were set to and having a loss of therapy.

Manufacturer narrative:
Continuation of d10: product ID 353101 lot# serial# (B)(6). Product type external neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 353101, serial# (B)(6). Product type external neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.